Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and opening on anterior. A visual and microscopic analysis was performed which identified: sharp opening on radius, striated opening on anterior, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on radius of opening device assessed as a surgical impact opening, for the stress mark in the shell. A striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.